Event description:
Reporter alleged blood glucose measured 480 mg/dl at 6:59 pm performed back to back with another result of 109 mg/dl taken at 7:08 pm. No actions were taken or treatment received reportedly as a result. A request was made for the return of the suspect device and replacement product was sent.